Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/3/2024, it was reported by a patient via email that an ar-8943-10 t15 hexalobe screwdriver broke during a procedure and was left in the patient. The patient is experiencing a potential allergic reaction and has requested the material composition of the screwdriver. No additional information has been reported. Additional information received on 6/4/2024: the patient reported that on (B)(6) 2024, the patient underwent acl, let, medial meniscectomy, and lateral meniscal repair procedure. During the procedure, the surgeon used the screwdriver in an attempt to remove hardware from a posterolateral corner surgery performed on (B)(6) 2011. The attempt failed when the tip of the screwdriver broke in the screw. Twelve other instruments were then used in the removal efforts, but were unsuccessful. Alterations were made to the surgical plan, and the surgeon proceeded to leave the tip of the screwdriver in with the stuck screw. No other complications were noted during the surgery. The patient is experiencing skin reaction to the surgical dressing, continued increase in overall skin sensitivity, new onset circulation issues, difficulty staying warm even in warm environments, numbness of hands and feet, white hands and feet, oral thrush, abdominal pain, diarrhea, and vomiting. On (B)(6) 2024, the patient was treated with nystatin for the oral thrush.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images provided from the field it is evident that the patient was having adverse reactions throughout her body. The most likely cause of the reported failure is a patient-specific event.